Manufacturer narrative:
The review of provided data confirmed the reported issue: ¿&badimplant¿ was displayed and the programmer couldn¿t recognize the implantable device. The reported issue is a known issue that occurs after the battery of the subject tablet was removed during the interrogation of an implantable defibrillator (ICD). The cause is the removal of the battery during ICD interrogation/follow-up: it may induce the corruption of xml registry file of the platinium module. Platinium module is involved in any platinium, edis, ulys, gali, energya and talentia interrogation. At the next interrogation of an ICD, the ICD is not recognized and the programmer displays the ¿bad implant¿ message. The reported behavior was corrected starting from smartview version 3.20. The field is still using version 3.16, while the current version is 3.24. The field should install the latest version of smartview (3.24) in order to prevent the reported problem from recurring. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during interrogation, a ¿bad implant¿ message appears with the option to select ¿yes.¿ after that, the screens are blank and there is no possibility to perform the check.